Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician could not insert the wrench into the atrial port setscrew. Inspected by proctoring physician and stated setscrew was sideways inside of grommet. The device was not implanted and an alternate device was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.